Event description:
During the procedure as the physician attempted to remove the sheath, reportedly, the sheath tore in half leaving half of the sheath in pt's body. A vascular surgeon removed the fragment, however the pt required a transfusion due to excessive blood loss. The pt is reported in stable condition and the device is being returned.